Event description:
A power source alert was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was instructed to plug the wall adapter into a functional outlet and wait at least 30 minutes to see if the pump would charge. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.